Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 50 yr old male was implanted with an impella 5.5 for cardiac arrest to support percutaneous coronary intervention. It was reported that patient had ventricular tachycardia which attributed to impella hitting ventricular wall due to smaller cavity and hyper-dynamic left ventricle. Right axillary hematoma was also noted.

Manufacturer narrative:
Investigation summary no product was returned. Tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Asae/hematoma: rt axillary hematoma. The cause of the hematoma was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient due to smaller cavity and hyper-dynamic lv. Device history lot device lot: 1973999 device history batch subcomponent lot: n/a device history review device (sn: (B)(6) passed all post sterile inspection checks.